Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise. The issue occurred in preparation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device had image noise. The issue occurred in preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and customer allegation of ¿image noise¿ was confirmed. Device evaluation found damage cable, tangled and twisted. In addition, device evaluation found cable flooding (leakage). Based on the results of the investigation, the reported issue was confirmed and found to be due to damaged cable attributed to component failure. The root cause of the damaged cable could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of the device.